Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead, product type: lead.

Event description:
The trial patient reported pain in the shoulder blades and neuropathy pain in her lower back. She tried adjusting settings, but it did not help. The trial was a success and the lead was removed on (B)(6). The trial was very effective and she really liked having her pain under control. At the lead pull, the healthcare professional (hcp) told her that the lead had not broken, but it did move roughly about half an inch from where it was originally placed. The cause of lead migration was not determined. Hcp told her that it happens when patients roll in the bed or bend, etc. The patient confirmed that despite the movement of the lead, her stimulation was very effective and it was hitting all the right areas. The patient also talked to hcp regarding her shoulder blade pain that started after the trial lead implant. Hcp told her that it is normal because the body was reacting to a foreign material implanted inside. She stated that the shoulder pain still was there, but it was neither bad during the trail nor it is bad now. It was just enough that she noticed something different. She will discuss that with hcp too at her (B)(6) appointment if necessary. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.